Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient deceased. It was noted that the patient had a ventricular fibrillation (vf) episode that was under-sensed by the implantable cardioverter defibrillator (ICD). The device did not deliver therapy due to the under-sensing. Instead, the device noted it as a non-sustained right ventricular oversensing (nsrvo) episode.